Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, rust was found in metal parts of the coupler and the cable failed leak test. Based on the results of the investigation, the most probable cause of the complaint is component failure which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during reprocessing the subject device had a cracked insulation. No patient involvement. No harm was reported.

Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during reprocessing the subject device had a cracked insulation. No patient involvement. No harm was reported.